Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 2/11/25 a beta bionics clinical support specialist (css) was made aware that an ilet user experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on (B)(6) 2025. The user experienced an extended low bg for several hours on (b(6) 2025, reaching a "low" (<40 mg/dl) level on their continuous glucose monitor (cgm). The user experienced a seizure and the user's husband administered glucagon to treat. The user did not seek professional medical intervention. Contributing factors to the low bg episodes were identified by the css, including the user using meal announcements for correction and adjusting meal sizes based on bg levels at the time of announcement, as well as disconnecting the tubing from the ilet connect instead of from the infusion site during showers. The user was reeducated on proper device usage and correction procedures during follow-up.